Manufacturer narrative:
Photo analysis. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Device wrinkling: not observed. Crease/ folding of implant: not observed. No additional observations. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV", "hardening", "rupture", "inflammatory aspect of axillary formations" and "radial folding and lobulations." The event of "microcysts" is not device related. Device was explanted.

Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "inflammatory aspect of axillary formations", capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV". "Hardening", "rupture", "inflammatory aspect of axillary formations". And "radial folding and lobulations." The event of "microcysts" is not device related. Device was explanted.